Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); (B) (4) full lead.

Event description:
It was reported that during implant attempt, there was high impedance of 2200 ohms, positioning/fixation difficulty, and the screw mechanism failed. A different lead was implanted. No patient complications have been reported as a result of this event.